Event description:
It was reported by the affiliate that during a colon procedure, there were malformed staples. The staples were not correctly formed on 2/3 of the staple line. The surgeon detected the issue during a checking of the staple line just after the use of the device. The surgeon completed the procedure with anastomosis manual technique (manual suture). The procedure extended time was about 45 mins.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.